Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device failed the defibrillator test. No other information is available. Ongoing investigation.